Manufacturer narrative:
Pump was received with unable to prime/seating due to moisture damaged electronic assembly on pcb1. Unable to verify no delivery/insulin flow blocked alarm due to unable to prime/seating. Unit was received with scratched case, minor scratched lcd window, cracked select button keypad overlay and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had no delivery alarm. The customer had high blood glucose level of 14.1 mmol/l. The customer treated with insulin pen. The product was returned for analysis.